Manufacturer narrative:
The recipient's infection has reportedly resolved.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed near the fantail prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient is reportedly experiencing an infection at the implant site. The recipient presented with pain and redness. The recipient received IV antibiotics for 10 days in the local clinic. The recipient's device was explanted. The recipient was reimplanted on the contralateral side with another advanced bionics cochlear device.